Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn¿t work on her vh-4000. There was no energy to the jaws. They opened a new kit to finish the case. There was a slight procedural delay while they swapped out the generator and cable, but the kit still didn't energize. No patient harm was reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4).updated sections: b4, g3, g6, h2, h6, h10.the lot # 3000399974 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.